Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable:  the patient demographic info: age, weight, bmi at the time of index procedure name of initial surgical procedure. The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? What are the patient comorbidities/concomitant medications? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Mesh exposure symptoms and diagnostic confirmation? Onset date/time of the dyspareunia from surgery please provide date and surgical findings of mesh removal describe any other medical/surgical intervention for exposure including dates and surgical findings. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If the device or further details are received at a later date a supplemental medwatch will be sent. A follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2008 and the mesh was implanted. It was reported that the patient had vaginal mesh exposure from device. It was reported that the that patient had dyspareunia. It was also reported that the patient had removal of tiny vaginal mesh exposure under local anesthetic. Additional information was requested.